Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this artificial urinary sphincter (aus) was no longer functional resulting in urinary incontinence; this led to a replacement surgery. All components of the existing aus were explanted and replaced with a new aus. No additional patient complications were reported.